Manufacturer narrative:
No patient was present when the reported damage was discovered, so no patient demographics are applicable. Part not received by manufacturer. No evaluation can be completed.

Event description:
A medtronic representative reported that, during a scheduled preventative maintenance visit, damage to the cord connected to the surgeon monitor on the navigation system was discovered. The insulation on the cord was reported to be broken, creating an electrical hazard to the user. It is not known how the damage occurred. No patient involvement when this issue was discovered.